Manufacturer narrative:
Other, other text: d10, g1, h3, h6 - updated one device was received for investigation. Visual inspection and functional testing occurred on the device. The reported complaint could not be confirmed. However, it was found that the tank cover and reservoir was cracked. No action taken due to the condition and or age of the device. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device was not pumping. Patient involvement is unknown.